Manufacturer narrative:
Compromised forced sensor system alarm during prim and compromised forced sensor system test at 4 lbs due to loose/protruded drive support disk.

Event description:
The customer reported via phone call that customer was not able to exit preparing to prime loop. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.